Manufacturer narrative:
Detailed product information was not provided to bsc, as it was reported that the information was unavailable. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a slit in the sheath occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified shunt. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, after the device was removed following treatment, a slit was found in the sheath. There was no resistance when removing the balloon, and the slit in the sheath was noticed only after the sheath was removed. The procedure was completed with this device. There were no patient complications as a result of this event.